Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2012 alleging that the patient had elevated blood glucose (bg) of over 500 mg/dl with ketones. No signs or symptoms suggestive of hyperglycemia were reported. The reporter stated the patient's bg came down after being given an injection of rapid-acting insulin and stated the patient felt fine at the time of the call to animas, however, did not provide a bg measurement. The reporter alleged the pump was emitting multiple occlusion alarms during boluses. The reporter stated the patient's infusion set had been changed multiple times in the past two days with sets from different boxes. Review of the pump history revealed several cancelled boluses throughout the night on (B)(6) 2012. The reporter stated that she had called animas less than one month prior for occlusion alarms and the pump settings were changed at that time with the delivery being changed from normal to slow and the occlusion sensitivity being changed to low. The reporter stated the occlusion issue continued. The reporter also stated that the pump had been experiencing loss of prime starting about two months ago and had been occurring randomly until (B)(6) 2012 when the loss of prime occurred about 10 times. The reporter stated the pump was able to be primed to see drops, then the loss of prime would occur. The reporter stated the cartridge, tubing and infusion set had been changed, but the loss of prime continued. The animas representative educated the reporter on the loss of prime and how it is a safety feature of the pump; however, the reporter is alleging the pump is at fault for the patient's elevated bg and stated that she did not trust the pump and the patient had discontinued use of the insulin pump and went on to a backup plan.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box shows occlusion alarms on the reported failure. Total daily insulin deliveries add up correctly and reveal the user's programmed basal rates target. Basal delivery was interrupted for 8 hours. The pump powers up normally, "ez-prime" operation was performed multiple time successfully, and the pump is able to prime normally. Force sensor calibration reading is above specifications. The pump was exercised for 24 hours, no alarms occurred during testing. The pump passes a 29 hour flow accuracy test and found to be delivering within specifications. The power flex and the force sensor were tested for intermitting conditions or damage, no defects were found, no moisture ingress observed inside.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: a retained cartridge sample from lot # b201764 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.